Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided. The omnipod's user guide warns, "do not use a pod if you are sensitive to or have allergies to acrylic adhesives or have fragile or easily damaged skin." It advises "at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
It was reported that the customer is having a skin reaction to the adhesive. The irritation he is experiencing is blistering on the site. He went to his provider and was given something (unknown) to help treat the site. Additional attempts were made to contact the patient for further information but were unsuccessful.